Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, vascular access was achieved via the right femoral artery. A pseudoaneurysm was noted in the right femoral artery. Per the physician, the pseudoaneurysm had a causal relationship to the implant procedure, but not the delivery catheter system. No treatment was provided; however, the patient's hospitalization was prolonged. No further information was reported.

Manufacturer narrative:
Removed patient weight medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, which indicated that outcome of the pseudoaneurysm was unknown.

Event description:
Additional information received indicated that the minimum access vessel was 6.3 millimeters (mm) for the delivery catheter system (dcs). It was confirmed that the dcs was accessed via the right side. An external 6f non-medtronic sheath was used during the procedure. It was further clarified that the pseudoaneurysm occurred on the left side. The cause of the injury was reported as a failure of the non-medtronic closure system in addition to possibly an insufficient pressure bandage. The injury occurred at the end of the procedure. However, the pseudoaneurysm was not identified until the following day per sonography. The pseudoaneurysm was treated with ultrasound targeted compression and a thrombin injection with ¿good¿ result. As reported, patient anatomy was not a contributing factor. The left pseudoaneurysm resolved 6 days following the valve implant procedure.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.